Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a physical investigation was performed for the catheter 80211_fa076467_231841_aspirex s 10f x 110cm. The catheter was received with the tip of the guide wire inside the helix. The guide wire inside the helix was elongated from 31.5 cm to 106 cm inside the helix. It was not possible to remove the elongated guide wire tip from the helix and therefore no aspiration test was performed. A clear root cause could not be identified but a broken guidewire represents a known inherent risk. Labeling review: labeling / packaging review are not applicable for this complaint as it is a complaint not connected to sterilization or labeling. The user described event involves the device itself and issues with it. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using the aspirex. During the procedure, the catheter was allegedly broken. It was further reported that there was damage in packaging. The procedure was completed by using another device. There was no reported patient injury.